Manufacturer narrative:
Other: o2 bottle holder.

Event description:
It was reported that on the headrest o2 holder, one of the plastic loops that secures the oxygen bottle to the headrest broke. There was no reported patient involvement or adverse consequences.